Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to have a cracked screen. The event history log was unable to be downloaded. The device was powered up and alarmed ec1261, confirming the reported customer complaint. This error code is an issue with the circuit board, which was then replaced. The problem source to this issue has been determined to be unknown.

Event description:
Information was received that a smiths medical cadd legacy had a lec 1261. No adverse effects reported.